Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the refurbish record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to excessive stress that was applied during handling of the subject device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The scope connector (boot) was found broken during the evaluation. Additionally, the distal end adhesive was peeling and leaking. The forceps and brush passages were restricted. The bending section and insertion tube both had physical deformations present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while reprocessing his olympus evis exera iii bronchovideoscope the rubber boot near the plug was found damaged. There was no patient involvement during this event.